Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: the battery compartment was observed to be cracked extending from the threads down to the sealing. The pump powered on and and displayed the verify screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack near the battery compartment and that the yellow o-ring was seen through the crack. The reporter denied any power loss, trauma, and moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.